Event description:
Event description guidant received information from the patient's brother that the cardiac resynchronization device (crt-d) continuously shocked the patient and he subsequently died.